Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was reading inaccurately high. The complaint was classified based on the information obtained by the customer care advocate (cca). The patient stated that the alleged issue started about 2 years ago. The patient claimed that the subject meter was reading about "30-40 points" higher than her onetouch ultralink meter. The patient informed the cca that on (B)(6) 2012 at around 1pm, was when she recently compared her two meters and the subject meter read about "110pts lower" than her onetouch ultralink meter. The patient stated that she manages her diabetes with the insulin pump therapy and denied making any changes to her usual diabetes management routine in response to the reported issue. The patient mentioned that about a half an hour after she alleged discovered the "110 point" difference, the patient claimed to have developed symptoms of "weakness and shakiness." The patient stated that she treated herself immediately after the onset of symptoms with "4 oz of orange juice to bring up her sugar levels". During troubleshooting the cca confirmed that the subject meter was set to the correct unit of measurement, that the patient was using an approved sample site and that the patient was using the correct testing process. Replacement product was sent to the patient. This complaint is being reported as an adverse event because the patient reportedly developed symptoms suggestive of a serious injury and required self treatment as a result of the alleged issue. In addition, the reported point difference exceeds lfs's specifications for accuracy comparisons.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.